Manufacturer narrative:
Manufacturing site: asahi intecc hanoi co., ltd. Hanoi, vietnam, registration number: 3009121749. This case is being reported because the subject caravel mc microcatheter (model# crv135-19m) is being distributed as the caravel micarocatheter (model# crv135-19p) in the us. Brand name (d1) is, therefore, caravel mc as indicated on the product package label; accordingly, the product name in this report is referred to as caravel mc microcatheter. The reported caravel mc microcatheter was returned for investigation. The returned caravel mc microcatheter was found with its distal tip detached at approximately 3mm distal to the borderline between the tip and shaft. Microscopic observation found the necked tip fracture end, which was a trace of accumulated tension, as well as the irregularly stretched polymer fracture edge. The tip segment was slightly crushed, likely due to applied pressing stress. Measurement of the returned caravel mc microcatheter suggested that the tip polymer was stretched and detached at approximately 2mm from its tip end. Lot history review revealed no anomaly relating to the reported event. No other similar product experience report was received from this lot. Based on the obtained information and the investigation outcome, it was presumed that tension generated with catheter withdrawal might have been locally accumulated to the subject caravel mc microcatheter while its distal segment was caught by the heavily calcified lesion or press-fixed by the balloon segment of the concomitantly used kusabi catheter-exchange catheter. Consequently, the tip polymer was stretched and detached. Although it was concluded that this event was not attributed to product quality, it was concluded that stenting of the tip fragment left in situ against the vessel wall was an additional treatment and therefore reportable.. CAPA: no CAPA will be taken. The instructions for use (IFU) states: [contraindications] do not use this microcatheter in advanced calcified lesion. [Warnings] if any resistance or something abnormal is felt when operating this microcatheter, do not continue the manipulation while the causes are unclear. If it is suspected that this microcatheter is not operating correctly, avoid excessive manipulations, and carefully remove the entire catheter system while paying full attention to avoid complications. (Continuing the manipulation while the cause of the problem is not identified may cause damage to this microcatheter, and damage the blood vessel.) This microcatheter must always be operated under high-resolution fluoroscopic guidance. Particular attention should be paid when inserting or withdrawing this microcatheter into or through stenotic areas, and narrower vessels than the microcatheter. (Abrasion may result in damage of this microcatheter. This may cause vascular injury and perforation.) [Malfunction and adverse effects] separation.

Event description:
It was reported that an asahi caravel mc microcatheter was used with a runthrough floppy guide wire (terumo) to treat a heavily calcified and 90-99% occluded lesion in segment #4 of the right coronary artery (rca) during a percutaneous coronary intervention (pci). Lesion crossing was attempted but failed. The subject caravel mc microcatheter was removed with a kusabi catheter-exchange catheter (kaneka medix). Afterwards, a radiolucent segment which was likely a distal tip fragment of the subject caravel mc microcatheter was found left in the lesion while an unspecified balloon catheter was being advanced. Fragment removal attempts were made but failed. An unspecified stent was deployed to press-fix the fragment against the vessel wall. The lesion was dilated and the angioplasty was successfully completed. It was informed that there were no anomalies with the patient.